Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, non-sustained ventricular oversensing (nsvo) due to undersensing during premature ventricular contractions (pvc) was observed. Intermittent hb resulting in atrial pace ventricular pace (apvp) was noted. Competitive atrial pacing and loss of capture were also observed and trigerred some of non-sustained ventricular tachycardia (nsvt) episodes. Programming changes were suggested. The patient did not receive inappropriate therapies and was stable.